Event description:
Boston scientific received information that high right ventricular pacing impedance measurements were detected on this right ventricular defibrillation lead via the latitude patient management system. It was reported that this patient was seen the her clinic for device and lead follow up and all measurements were within normal limits. No adverse patient effects were observed.

Event description:
Additional information was received indicating high ventricular pacing impedance measurements continue to be observed.

Event description:
Additional information received that the patient was not seen for the latest out of range impedance measurement because of being seen a couple of months previous. The physician noted, the pacing impedances were hight but pacing thresholds were low and r wave was excellent. Physician elected to continue to monitor with no intervention. Also noting that patient has not had a history of defibrillation therapy.

Manufacturer narrative:
This patient's physician plans to continue to monitor this lead. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.